Event description:
User experiencing alt and ast results dropping low in the afternoon for controls and pt samples. Exact number of pt samples affected were not provided. Only the following pt example was provided which occurred in 2009. Initial alt result gave 1 u/l. Sample was repeated on another analyzer - same methodology giving 13 u/l. The initial result for this sample was reported, pt was not harmed due to treatment from the initial results. It was noted 1 to 2 erroneous results have been released; customer is sure no pts were directly affected by this.

Manufacturer narrative:
The field service representative determined the cause to be a defective sample probe, and replaced the probe. Also noted he performed vertical and horizontal probe adjusts on sample probe. Calibration, controls, precision and correlation studies were performed to verify analyzer performance. On a subsequent visit the field service representative suspected reagent carryover occurring in the reagent probes, and assisted customer in replacing both r1 and r2 reagent probes and performing adjustments. Customer ran calibration and controls to verify analyzer performance. All results within specification.